Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited intermittent sensing. Pause episodes were noted with a flat line lasting for upto a minute. Some undersensing was seen in some of the pause episodes. Programming changes were discussed. The patient was in a stable condition.